Event description:
Boston scientific received information stating: during procedure of enrollment there wasn't evidence of ps in lvring?lvtip configuration, but after procedure doing measurement of lv threshold in all configuration patient felt ps in above mentioned configuration; corrective action: device reprogramming. (B)(6) bologna ((B)(6) - bo), italy dr. (B)(6) event date-(B)(6) 2011, implant date (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).